Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the unresponsive keypad issue: all keys are responsive. The keypad was intact, no peeling. The keypad was removed and contamination was noted under the "contrast", "up" & "down" key contacts. Unrelated to this complaint, the display is faded, discolored and difficult to read. When replaced with a test display, the screen was fully functional.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow keypad button required multiple hard presses to elicit a response. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.